Event description:
It was reported that the patient received multiple shocks for no reason. She was rushed to the hospital. Patient also stated that she could not breath. She was treated with medication. The device remains in use. No patient complicaitons have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.